Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the monopolar pen had failed. The procedure was aborted. No further information available at this time.